Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor (cgm) graph. Customer's blood glucose was 104 mg/dl. Reportedly, the cgm graph began to display data points and the issue was resolved.